Event description:
It was reported the patient had a warm sensation in or around the implantable neurostimulator (ins) pocket during recharge. The patient was charging the night prior to this report and they had it on for 45 minutes and the ins site felt like it was on fire. The patient did not notice any error codes or temperature screens. The patient had no burn marks, but the ins felt like it was burning. The patient no longer used the spacer because they had a very small body frame and using the spacer did not help recharging. About three weeks prior to this report the patient was having difficulty charging the ins and they kept getting the reposition antenna screen. A communication problem was reported. The patient had checked the ins using the patient programmer and they were getting the need to recharge ins screen. The night prior to this report the patient had a shocking or jolting sensation in their right foot while they were in bed. The ins was off and the patient was not able to recharge hardly anything. At the time of this report the shocking and jolting had stopped. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received reported that the patient was having an MRI of the thoracic and lumbar spine that was related to the device/therapy. The patient indicated that she was having an MRI because of her underlying condition and that she had been having issues with her stimulation. The patient did not want to go into any more detail about the stim issues during the call. The patient did indicate that she had been having issues with stim for three to five months. The patient¿s implantable neurostimulator (ins) was dead as she had not charged the ins for over a month. The patient indicated that her leads were in t7-8 area and her ins was in her buttock. The patient was upset because she believed she was told that she could not have an MRI. The manufacturer's representative would try to send a clinician programmer to the MRI facility to help assist with determining MRI compatibility. No outcome was reported regarding this event. Further follow-up is being conducted for this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead; product ID 97754, serial# (B)(4), product type: recharger; product ID 97740, serial# (B)(4), product type: programmer, patient. (B)(4).